Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not correctly fill the cartridge. The customer's blood glucose level was 140 mg/dl. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.